Event description:
We had an alcohol prep pad contaminated with an insect on friday. It was laminated between the two layers of the pad. The product was distributed by distributor. The distributor has initiated an investigation. The MFR product no. Ndc50730-3002-9 cat no v9105. We have identified 3 lot numbers in use in that dept; 7d106, 7l155 and 7j189. The boxes in use had the top lids torn off and were lacking lot numbers. The product did not come in contact with the pt. I have retained the contaminated product. A digital photo is available. Dose or amount: single use. Frequency: na, route: top. Dates of use: 2008. Diagnosis or reason for use: reduction of bacterial load on the skin.